Manufacturer narrative:
The lead was returned for patient death. As received only the connector portion of the lad was returned in one piece. Final analysis did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-42266, related manufacturer reference number: 2017865-2023-42268. It was reported that the patient deceased due to multi-organ failure and non-ischemic cardiomyopathy, however there were no known allegations that the patient's death was caused or contributed to the implantable cardioverter defibrillator system.